Event description:
It was reported that there was oversensing on the atrial lead at device changeout. The physician noticed t-wave oversensing on the analyzer and during fluoroscopy the lead looked to have "flopped down towards the valve". The lead was reported as having been replaced by a new lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.